Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. It was reported that the battery was "hot and swollen." No adverse event was reported. The infusion device was requested to be returned for product evaluation.